Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: difficulty advancing retrieval catheter. Time of device issue: during the procedure. Adverse event: intervention required to remove filter. Time of adverse event: during the procedure. It was reported that during the procedure, after successful stent implantation in the right internal carotid artery, the emboshield nav6 retrieval catheter (rc) could not be advanced through the stent for filter retrieval, despite repositioning of the guiding catheter. The rc was eventually, partially advanced through the stent. The filter was pulled back and was successfully retrieved with the rc and was removed from the body. There was no adverse pt sequela. Though requested, additional information was not provided.